Manufacturer narrative:
MDR 3003442380 -2024-09727 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set cannula was kinked. Issue occured in four sets. Blood glucose level of patient was between 300-400 mg/dl no further information was available.